Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the insertion of the valve a lesion in the external iliac artery was reported. The valve was successfully implanted. At the end of the procedure, a stent graft was implanted in the external iliac artery to seal the vascular perforation. After the stent placement, complete resolution was noted of the perforation. However, minutes later the stent graft displaced making it impossible to control the hemorrhage. The patient subsequently died due to the vascular/hemorrhagic complications associated with the access site. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that the delivery catheter system (dcs) possibly caused the vascular perforation. The dcs was advanced into a smaller artery that measured 5.1 mm. It was reported that the patient's anatomy was tortuous and calcified.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes. Conclusion: the reported event indicates that during implant of this transcatheter bioprosthetic valve, during the insertion of the valve, a lesion in the external iliac artery was reported. The valve was successfully implanted. At the end of the procedure, a stent graft was implanted in the external iliac artery to seal the vascular perforation. Vascular access related complications, such as bleeding and perforation, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Procedural images were provided for review. Angiographic images showed significant tortuosity in the right external iliac as the delivery catheter system (dcs) is being advanced. A lot of tension can be seen while advancing the dcs which eventually goes through the tortuosity. Once the dcs is advanced, some contrast extravasation can be seen which could be a sign of a perforation. This is later confirmed with peripheral angiography. A peripheral intervention attempt was unsuccessful, which can be seen by a peripheral stent and unresolved significant contrast extravasation. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to significant tortuosity of the iliofemoral arteries, and severe calcification. It was also reported that the artery measured 5.1 millimeter (mm). Per the evolut IFU, patients must present with transarterial access vessels with diameters that are =5.5 mm when using models envpro-16-us and enveor-n-us. Per the IFU, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Medtronic also recommends stopping advancing the dcs when resistance is met. A device history record (DHR) review was carried out for this event. Based on the DHR review performed on the dcs, there were no cor relations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. A medical safety assessment was also carried out for this event. Based on the information provided, the vascular perforation was not related to the valve but was most likely related to the dcs. The patient's smallest diameter was 5.1 mm and tortuous with calcification were contributing factors in the vascular perforation that lead to death. The vascular perforation was the primary event with the secondary/cascading events being related to the primary events. The secondary events were hemorrhagic complications and death. Vascular injury, including perforation, hemorrhage and death are all known adverse events (ae)/harms listed in the IFU and risk management documents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.